Event description:
It was reported that during a coronary stent procedure involving a 90% stenotic diagonal lesion, the physician experienced difficulty crossing the lesion. While attempting to retract the delivery/stent device back into the guide catheter, the stent became dislodged and was removed without incident. No pt injuries or complications were reported. Pt status is listed as "stable."